Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported the patient's ipg was unable to communicate with external devices and displayed the error message 2501. It was noted that the patient was involved with a car accident about a month prior to the issue. In turn, surgical intervention may occur on a later date.

Event description:
Additional information received indicates the patient¿s ipg was explanted and replaced on (B)(6) 2022 resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Initial reported corrected e1.